Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. It was indicated that a sensor insertion into the arm occurred on (B)(6) 2024, which is an off-label misuse of the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.